Event description:
#Medwatcher #(B)(4). Start having severe lower back pain and fatigue has start to set in a discomfort in my stomach like a poking or a stabbing like pain. My vagina started to itch and it was not a yeast infection or a std went to dr for that. My vision is starting to go blurred at times and I have 20/20 vision. And pain in my hand nerves starting to affect me.